Event description:
A customer contacted beckman coulter inc. (Bci) stating that the lid of the au403-02e clinical chemistry analyzer fell on an operator. There was no injury or any medical attention required.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged a patient received a result of crlo on the inform meter and the nurse misinterpreted the result to mean hi (greater than 600 mg/dl). Reporter stated the nurse called for a lab test about 10-15 minutes later and gave the patient insulin in the meantime. Reporter stated the lab came back with a result of 29 mg/dl and the patient was given glucose. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.